Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. One 5 fr powerpicc solo was returned for investigation. The catheter extended up to the 36 cm depth marker. Use residue was visible within the catheter tubing. A needleless injection hub was attached to the purple luer connector. The other extension leg did not have the luer connector hub attached at the proximal end of the tubing. Microscopic observation of the proximal end of the extension tubing with the missing luer connector revealed a rough and granular surface for half of the break surface while the other half appeared to be smooth. Matte surface discoloration was observed distal to the break location, which is indicative that the break occurred within the hub. Based on the condition of the returned sample, possible contributing factors include material fatigue and tensile damage. As the extension set was observed with a complete break, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) of rebv0739 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub fell off 5 days after placement. The PICC was removed. A new device was not placed. No patient injury reported.